Event description:
It was reported that during a percutaneous coronary interventional procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the left anterior descending (lad) artery. The lesion had calcification and was 90% stenosed. The balloon was being used for post-dilation following the deployment of a non-bsc drug eluting stent. When the physician inflated the balloon to 20 atms the balloon ruptured. There were no reported pt complications. Pt status listed as "good".

Manufacturer narrative:
Device analysis: the stent remains in the pt and the delivery device has been disposed, therefore, no direct prod analysis will be available. The shopfloor paperwork for this batch was reviewed. All mfg and quality assurance testing was carried out in accordance with standard procedures. The shopfloor paperwork for this batch shows that the prod met its specs. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.